Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (2.0 mg/ml at 0.7997 mg/day), bupivacaine (12.0 mg/ml at 4.798 mg/day), compounded baclofen (100.0 mcg/ml at 39.99 mcg/day), and clonidine (100.0 mcg/ml at 39.99 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported during an examination on (B)(6) 2017, the pump was loose on the bottom and secure on the top. Conflicting examination information indicated the pump was loose at the top. It was indicated the event was related to the device or therapy. No actions were taken as an intervention and the issue was unresolved with no further action planned. No patient symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a healthcare provider (hcp) via a clinical study. The cause of the loose pump was not determined. The patient's baseline weight was (B)(6) pounds. It was later clarified that the pump was loose on the bottom. No further complications were reported/anticipated.